Manufacturer narrative:
(B)(4). Batch #t5er2j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the channel shroud partially detached from the knob area and no cartridge was received. The reload was received with the knife not completely within the doghouse and it had the proximal 4 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. No functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. The condition of the knife exposed is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. It should be noted that the drivers up of the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during an unknown procedure, the material disassembled and no longer stapled during the procedure. No patient consequence reported.